Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported implant rupture and exchange. This record is for the right side. Device was explanted.

Manufacturer narrative:
Device evaluation: the device related to the reported event of rupture was received on march 27, 2025 with lot number 1733209. Based on the device analysis grid, the assessments of the complaint are: rupture: observed broken device with 3 assessed as fold flaw opening inconclusive and surgical damage. As per the investigation procedure, creases and non-penetrating nick were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported implant rupture and exchange. This record is for the right side. Device was explanted.